Event description:
It was reported that during a low anterior resection, the device was fired but the staples were not formed. The distal donut was not complete and it was hooked in the pelvis. An abdominoperineal resection was performed. The pt is doing fine.